Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2014 with the following results: a review of the black box and pump history showed no abnormal errors, alarms, or warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report an issue with the reported insulin pump; no specific details were provided. The technical service representative contacted the reporter to obtain further information and troubleshoot the pump but was unable to reach her by telephone. There was no reported patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.